Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary (ts 39109), stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The root cause of the event was likely due to patient and procedure related factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from our affilicate in (B)(6). As reported through a clinical trial, post implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach, the patient referred hemianopsia with symptoms. On pod1 post-discharge. The patient referred a slight vision loss.however, the patient already reported mild visual troubles prior to the tavr procedure, and was not initially related to a possible stroke. The patient came back to the emergency department referring changes in vision after tavi procedure (eschotoma) in left eye. Ophthalmology referred the patient to neurology and a CT was performed and showed an established ischemic lesion in right posterior cerebral artery territory and a a slight hiperdensity in basilar artery which could be a thrombi (with doubt). The stroke was ischemic. CT performed on june informed as 'lesion of recent but established ischemic appearance in the medial aspect of the right occipital lobe, territory of right posterior cerebral artery.' No actions were taken since lesion was already stablished at the moment of brain CT scan on pod2, and symptoms were not disabling (minor stroke). Patient was taking anticoagulation correctly (inr within range) so same antithrombotic treatment was continued (oac + clopidogrel). The patient referred marked improvement in vision without reaching normality. Thus, resolved with mild sequelae: scotoma in left eye, ischemic infarction in right pca territory of probable embolic mechanism, left ica stenosis 50-69% asymptomatic. As per medical opinion, the root cause of the stroke was thromboembolism after tavi implantation (calcium/leaflet embolization vs af-related in patient with permanent atrial fibrillation.